Event description:
It was reported that the customer experienced hyperglycemia while using the ilet, with a highest blood glucose of 333 mg/dl for a couple of hours after a large meal; the customer had changed the infusion set and cartridge and the system indicated insulin on board, while the algorithm later showed glucose trending down. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing reported. Investigation included customer counseling on algorithm status, insulin on board review, and monitoring guidance. Investigation of this case revealed no device alarms and no specific device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.